Manufacturer narrative:
Additional information was added to d9, e3: occupation, h3, h4, h6 and h10. H4: the lot was manufactured september 30, 2022 - october 04, 2022. H10: the device was received for evaluation containing no fluid in the bladder. Visual inspection performed using the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed and found to be within the product specification range. The reported condition could not be verified. The sample was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was filled to deflate over 46 hours, however, was already empty after more than 24 hours. This was discovered during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.